Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error and failed battery. The customer¿s blood glucose level was unknown. The customer reported that they had diminished battery and motor error. It was reported that the insulin pump rejected new batteries. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the rewind, basic occlusion test, prime test and displacement test. However, device received stuck in the motor error loop during bolus or basal delivery due to faulty force sensor resistor. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed. Insulin pump passed self test, off no power test and all operating currents tested within the spec range.